Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).

Event description:
It was reported that the pt was implanted a znn cmn nail 11.5mmx38cm 130 l on an unk date, on an unk side. On an unk date, the nail broke, as a consequence of which, the pt was revised. The revision date is also unk. As the occurrence date of the event is unk, the manufacturer awareness date was taken as occurrence date.